Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complalint.- litigation alleges that patient experienced persistent pain and a popping sensation in hip. Update: 10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update 10/02/2013 - the complaint has been updated because it was reported that the patient's left hip was revised (B)(6) 2013. The report states that the patient was asymptomatic, but family, due to negative press, wanted his metal liner swapped out for a poly liner. Also, patient's attorney insists the his is asr; however, all documentation proves otherwise. There is no new information that will affect the MDR decision. Update 12/19/2014- pfs and medical records received. Pfs now alleges high metal ions and metallosis. After review of the medical records for MDR reportability, the revision operative note indicated high metal ions (lab results from (B)(6) 2011) support this. The stem is being added for the high metal ions. There was no mention of metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/16/2015.

Manufacturer narrative:
The stem added to this report was not returned for examination. A worldwide complaint database search did not find any other reported complaints against the stem provided lot code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.